Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation. The run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. Experience has shown that in some cases, higher than average donor bmis may contribute to leukoreduction failures. Therefore, based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor bmi of almost 34. It is also possible, though not conclusive, the small white clamps on the loop lines may not have been fully occluding the lines, the pas frangible may not have been completely broken or may have reseated, or the pas filter may not have been properly primed. These events could lead to contamination being pulled from the channel into the platelet product during pas addition. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Root cause: run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. Experience has shown that in some cases, higher than average donor bmis may contribute to leukoreduction failures. Therefore, based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor bmi of almost 34. It is also possible, though not conclusive, the small white clamps on the loop lines may not have been fully occluding the lines, the pas frangible may not have been completely broken or may have reseated, or the pas filter may not have been properly primed. These events could lead to contamination being pulled from the channel into the platelet product during pas addition.